Event description:
It was reported that a patient underwent an atrial flutter ablation and the patient experienced cardiac tamponade that required pericardiocentesis. During ablation with the thermocool smarttouch sf catheter, a pericardial effusion was noticed on intracardiac echocardiography (ice). The procedure was stopped. The effusion was confirmed by ice, and a tap performed by the physician (a pericardiocentesis was performed). The patient was transferred from the surgery center to a different facility and was in stable condition.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).